Manufacturer narrative:
Findings: the insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker, stained address/serial number label, cracked belt clip slot, cracked case reservoir tube window corner, cracked lcd window, cracked battery tube threads and cracked bleeding lcd window.

Event description:
The customer reported via phone call that the insulin pump was damaged. The customer¿s blood glucose level was 296 mg/dl at the time of incident. The customer reported that there was a crack in screen, which is making it hard to enter in their rates. Customer reports the drive support cap appears normal. They were unable to perform self-test as were not able to access screen. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump. The insulin pump will be returned for analysis.